Event description:
It was reported that as urine leakage was found the operator removed the catheter and the balloon was asymmetrically inflated. A pretest was not performed. The duration of usage was unknown.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. Active length of the catheter balloon was measured (0.7970") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Method for use (1) do not inflate the balloon in the urethra. [The bladder/urethra may be injured.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that as urine leakage was found the operator removed the catheter and the balloon was asymmetrically inflated. A pretest was not performed. The duration of usage was unknown.